Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited an increase in impedances and multiple short v-v intervals. Additionally, the right atrial (ra) lead exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.